Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. Customer's blood glucose level at the time 322mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted. The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.